Event description:
Information was received from a patient (pt) regarding an external device. Pt reported that their device wasn't working and for like 2.5 weeks. Pt stated they have had a little trouble when trying to charge the implant, but it would finally charge after what seemed like 6 hours. Pt commented that they were told that they would only have to charge every 4 days, but the charge doesn't last 4 days and required charging every other day. Pt did not clarify which battery this was in reference to. Pt had an appointment on monday with their healthcare professional (hcp). Their manufacturer representative (rep) was supposed to be at that appointment to help figure out what the problem was; however, the rep had an emergency at the last minute and did not make it to the appointment. Pt stated their hcp's office told them they would have the rep reach out to the patient, but they have heard nothing. Pt added that this rep was supposed to meet with them the week after they had the trial done and this same thing happened where the rep did not show. Pt stated they are suffering and in pain and would like someone to help them. Pt did not have external equipment with them at the time of the call and ins is not registered, so agent advised patient to call back with equipment for further assistance and to provide registration information to prs. Patient did confirm their device uses a samsung handset. Agent reviewed nas and role of rep and redirected to hcp, if needed, to further address. Pt called back and reported the stimulation stopped working on friday and that they had been experiencing issues prior to that. Pt reported attempting to get the therapy working, but said they could not feel any stimulation. Agent instructed pt to connect to the recharger app. Pt confirmed that charging was in progress, and the implant battery indicator displayed red, indicating low battery level. Agent advised pt to continue charging the implant for now, and advised pt to connect to the mystim app once the implant was fully charged and to adjust therapy settings. Agent redirected to hcp if the issue persisted. Pt called back and repeated previously documented information. Pt expressed concern that the implant battery was depleting faster than expected. Pt also reported issues getting a good or excellent connection while charging. Agent reviewed information. Agent had pt start charging session. Pt reported receiving service code 338; agent advised exiting mystim rc app and connecting to recharger app. Pt confirmed implant was charging with excellent connection, though implant battery indicator displayed red (low battery). Agent advised pt to continue charging implant. Agent reviewed recharging best practices to the patient. Emailed prs to update information. Agent closed the case.

Manufacturer narrative:
Continuation of d10: product ID wr9230 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.